Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified for the missing adhesive. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of adhesive. A root cause could not be identified for the corroded plug fitting. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the forceps plug. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited missing rubber bonding section of the bending section and corroded forceps plug fitting. There was no patient involvement.